Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but defib conductor distorted and blood noted on lead; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician was unable to introduce the stylet into the lead past the trifurcation yoke. The lead was not used. No patient complications have been reported as a result of this event.